Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during infusion. The device had been filled with 6681.4mg fluorouracil in 195ml unspecified diluent. The reporter stated that 8ml of the fluorouracil solution was not administered to the patient due to the rupture. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
He device was manufactured between september 6, 2016 - september 7, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample revealed a ruptured bladder. No functional testing was performed due to the nature of the sample. The reported problem was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.